Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial#(B)(4), product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).

Event description:
Additional information received from the patient indicated that they felt a shocking sensation. When the patient turned on the implantable neurostimulator (ins) with the recharger, it "hit" them really hard. The patient was unable to turn stimulation down because they were never given a programmer.

Event description:
It was reported that the patient felt a ¿jolt¿ when the manufacturer¿s representative pressed on their implantable neurostimulator. It was noted that the ins was located in their abdomen with one lead above their eyebrow and the other was occipital. Impedance measurements showed that contact #8 was >4000 ohms but was not being used in the patient¿s settings. The patient had no falls or trauma associated with the event issue. In addition, it was also reported that the patient may have a seroma at the ins pocket. Follow up information reported that the cause of the jolting was unknown and there were no further actions planned or no follow up appointments scheduled. The patient stated that they were doing well and their headaches were almost gone (¿everything good and as well as expected¿). They also stated that they felt ¿a whole lot better¿ and that their swelling had gone down a little. It was also noted that they had not had any additional jolting sensations. The patient was directed to follow up if any additional problems or concerns arose. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.